Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster referenced is filed under a separate manufacturing report number.

Event description:
It was reported that two graftmaster stents overlapping were used to treat a perforation that occurred in the left internal mammary artery (lima) with the use of an unspecified device. The stents did not sufficiently seal the perforation; there was still oozing and dye stain; a third overlapping graftmaster stent was used successfully as treatment. The patient was stabilized and was transferred from the catheterization lab. Reportedly, 5 days post-procedure the patient experienced ventricular tachycardia (v-tach) and died. The exact cause of death was not reported. No additional information was provided.